Event description:
The customer reported to olympus, the visera cysto-nephro videoscope tested positive for an unexpected contamination. The issue occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the device tested positive for 15 colony forming units (cfus) of aeromonas hydrophila. All channels were sampled.

Manufacturer narrative:
This supplemental report is submitted to provide information from the customer, the independent laboratory results, device evaluation, the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. Water was suctioned in the channels and the air/water channel, the auxiliary channel are flushed with detergent enzymex l9. The instrument/suction channel, suction cylinder and instrument channel port, were manually cleaned with detergent enzymex l9 and olympus brushes. The scope is manually disinfected with hydrogen peroxide (h2o2). For the aer, the customer uses wassenburg, serial number (B)(6). The device was returned and inspected. As no defects were found, the device was returned to the customer unrepaired. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the reported microbial contamination could not be determined. The instruction manual for the cyf-v2 provides users with instructions on how to correctly reprocess the scope: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.